Event description:
A review of service data detected a reportable event. During servicing of monitor (B) (4), which was returned for routine maintenance, it was discovered that it would not power up. The last patient to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. It would not power up on arrival. The isp line was shorted to ground. There were corroded connections on the auxiliary board. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor. The last patient to use this monitor did not report any problems with it.